Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that when activating the heel warmer, the top seam burst open and sprayed chemicals on the patient and the nurse. The customer stated that medical intervention was required to treat epidermal skin burns on the nicu patient. The customer further advised that she did not have any information regarding treatment products for the patient and/or the nurse.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.